Event description:
On (B)(6) 2013, the customer reported intermittent aperture voltage low errors when using the coulter lh 750 hematology analyzer. The instrument was also generating error conditions for "probe wipe obstructed" and "manual probe not in." The instrument was inoperable and a beckman coulter field service engineer was sent to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the probe wipe not moving up fast enough. The fse replaced the probe wipe module to correct the error condition "probe wipe not up". The fse replaced rf pre amp to correct the aperture voltage low errors. Identification of failure modes: failure mode was identified as the probe wipe module and rf pre amp, which were replaced. There were no erroneous test results associated with this event. Upon recur, the failure mode identified as rf pre amp will likely effect differential and reticulocyte results. The probe wipe module moving too slow will likely cause erroneous results due to carryover. Evaluation of product labeling: coulter lh 750 system help (B)(4) provides detailed instructions for the customer when the error conditions are generated. (B)(4).

Manufacturer narrative:
The returned part, the rf pre amp was tested at box and instrument tests levels and there was no problem found. Failure mode for intermittent aperture voltage low errors is unknown. The instrument gave intermittent aperture voltage low errors and alerted the customer to an instrument problem.